Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus feature on the pump touch screen was unresponsive. The customer¿s blood glucose level was 337mg/dl. A pump reset was performed to resolve the issue. Customer continued to use the pump for insulin therapy.